Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that reported issue was not related to the procedure or anesthesia.

Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(4)) conducted under an investigational device exemption (ide). No further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's visualase thermal therapy system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported post-case findings report stating that the patient had a bi-lateral decrease in peripheral vision after a laser induced thermal therapy procedure. No further action will be taken. It was confirmed the relatedness is unknown but that it is not related to visualase. No further details regarding this issue were provided. The surgeon completed the procedure with the use of the thermal therapy system. There was no delay of therapy. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's visualase thermal therapy system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the reported event resolved and that the finding was not duplicated in later confrontation eye exams. The investigator assessed that finding of bi-lateral decrease was a result of the subject's inability to follow instructions for the confrontational exam.